Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the led bracket on the (B)(6) microscope was damaged and that there were no deficiencies with a medtronic product. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the bracket for the microscope was reported to be damaged. It was noted that the navigation system could not recognize the microscope due to the reported issue. There was no patient present when this issue was identified. No additional information was provided.